Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer, although no notable events had occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and instructed the customer to perform the reset later, advising them to continue using the pump and to call back if the malfunction recurs. The customer acknowledged and understood these instructions.